Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the result of the investigation is inconclusive for the balloon rupture issue reported. The device was not returned for evaluation. The definitive root cause for the reported rupture issue could not be determined based upon available information. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. It is unknown whether patient factors, handling or procedural techniques contributed to the reported event. Labeling review: the IFU for the bantam otw product was reviewed and contains the following information relevant to the reported event: balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ ¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Warnings: ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use a 20 ml or larger syringe for inflation.

Event description:
It was reported that during treatment in a lower limb, the pta balloon allegedly ruptured at low pressure during first inflation. There was no reported difficulty retracting the device from the patient. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The 510 k number and pro code for the savvy long pta dilatation catheter products are identified. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. (Expiry date 04/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a lower limb, the pta balloon allegedly ruptured at low pressure. There was no reported patient injury.